Event description:
My husband had been given an insulin pump from animas. He was advised that he now had life without limits. (B)(6) told him he could swim with device attached. Severe infection occurred and he barely survived. Was uncertain if he would live thru months of treatment. When released from (B)(6) hospital, was informed no more foreign objects allowed since pacemaker had to be removed. (B)(6) hospital instructed him to resume insulin pump. Pump malfunctioned, resetting to a date of more than 1 year prior and administered massive dose of insulin. Husband later died. He began using this pump just a few months before the staph infection occurred due to nurse from (B)(6) trained him and promoted him swimming and being able to eat and do whatever he wanted. Her exact words during 1st session were "we here at (B)(6) like to state that by using the insulin pump, you can now live without limits." Dates of use: (B)(6)2007-(B)(6)2007; (B)(6)2007-(B)(6)2007. Diagnosis or reason for use: diabetic_high blood sugar.